Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center did not recognize the two camera heads when plugged in, experienced black image and processor did not send a picture to the monitor or to ncare. There were no reports of patient harm.